Event description:
It was reported patient underwent a hemi-shoulder arthroplasty on (B)(6) 2012. During the procedure, the implant locked onto and would not release from the inserter. The surgeon had to remove the stem from patient to detach the inserter. He then inserted the stem by hand and impacted with a humeral head impactor.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under precautions it states, "surgical instruments are subject to wear with normal usage. Instruments, which have experienced extensive use or excessive force, are susceptible to fracture. Surgical instruments should only be used for their intended purpose. Biomet recommends that all instruments be regularly inspected for wear and disfigurement." Evaluation of the returned device found damage on the poly taper which would cause interference between the implant and instrumentation. The user facility was notified of the event. Should the user facility submit a medwatch report or additional information, biomet will forward a supplemental report to the FDA.